Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient representative regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor. It was reported that the patient rep had been trying to get in touch with the manufacturer representative (rep) but they hadn't been able to get a hold of them. The patient rep reported that the patient took a fall about a month ago on hardwood floor and the patient started to get bloated. The patient rep added that they thought the ins malfunctioned when the patient had a fall because the stimulation was at 1.3, but the patient rep believed the stimulation should be at "6 point something". The patient rep added that initially, the stimulation was too high and that it was lowered, but they didn't think it should be at 1.3. The role of [the manufacturer] was reviewed with the patient rep, and they were r edirected to the patient's healthcare provider (hcp) to further address the issue. The patient rep insisted on speaking with a supervisor. The patient rep was contacted later in the day. The patient rep stated the patient had an appointment scheduled with their doctor on (B)(6) 2026. The patient rep had a question about what the device was set at when placed. They stated it currently showed 1.3ma but they thought it was different. The patient rep stated the patient fell out of bed on their rear end, and 3-4 days later the patient had a liter of fluid in their bladder, so obviously the device wasn't working. The patient rep was very upset that no one had called them back and was escalated. An email was sent to the rep.